Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis. A medtronic representative, following up with the site, reported that the damaged instrument has taken it out of circulation and will not be using it. The site has opted to keep damaged instruments unsterile in a bin for new trainees that come through the hospital. The site assured the medtronic representative that the damaged instrument would not be used in surgery.

Event description:
A medtronic representative reported that the screw head of the driver instrument is started to wear and round out. There was no patient present when this issue was identified.